Manufacturer narrative:
B3 date of event is estimated. Columns are an accessory and not returned for evaluation.

Event description:
It was reported that the patient's unit was not producing enough oxygen. Troubleshooting did not resolve the issue and revealed the unit to be displaying a low oxygen error code. As a result, the patient's oxygen levels went below 90% and they had to be hospitalized. Replacement columns were sent to the patient and they are working for them. No additional information is available at this time as multiple attempts to contact the patient were unsuccessful.